Event description:
During an in-clinic follow-up, episodes of inappropriate shock due to misinterpreted atrial fibrillation were observed on the device. The patient's medication regimen was updated to avoid future arrhythmia. The patient was in stable condition.